Manufacturer narrative:
Batch review performed on 09 june 2025. (B)(4) items manufactured and released on 24-jun-2020. Expiration date: 2025-06-08. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed approximately four years after the primary total hip arthroplasty due to shortening of the operated leg, associated with pain and limping. It was reported that the patient began experiencing these symptoms immediately after the primary procedure. The underlying cause was identified as an intraoperative fracture of the greater trochanter, which had been managed with cerclage wiring. Pre-revision radiographic images demonstrated bone remodeling around the greater trochanter, with evidence of partial bone resorption. Intraoperative femoral fractures are recognized complications of total hip arthroplasty, well-documented in the scientific literature. Their occurrence is primarily related to patient-specific factors, such as bone morphology and mechanical properties. In this case, there is no evidence to suggest any malfunction or defect of the implanted device. The available pictures clearly show successful osseointegration of the stem. Visual inspection performed by medacta hip r&d project mananger: looking at the stem body some opaque white spots are visible on the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Additionally some parts of patient bone residuals are present close to the stem body. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
During the primary total hip arthroplasty (tha) in 2021, the patient sustained a fracture that was treated with cerclage. From the outset, she experienced limping and pain, which eventually led to a revision of the implant at 3 years and 11 months post primary. During the removal, the minimax stem, despite the absence of a large portion of the greater trochanter and the proximal periprosthetic bone, was found to be very stable. It was replaced with a modular m-vizion stem. The acetabular component was left untouched, as it was found to be intact and stable.